Event description:
When the pt tried to give himself a bolus, he received an error message "8503 physician bolus in progress" on his pt programmer. He stated that the hcp had instructed him to go home and give himself two boluses. The pt was informed that the device functioned properly and prevented the boluses as a safety mechanism. No pt symptoms were reported. The hcp reported that the pt had difficulty receiving all of the programmed boluses; pump not always giving appropriate bolus. No device troubleshooting was done. There was no other morbidity or problems. There was no pt injury. The pump was used to delivery sufentanyl and bupivacaine.